Manufacturer narrative:
During an investigation at zoll (B)(4), the autopulse platform (sn (B)(4)) failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on. The root cause for the observed system error was a defective processor board, likely attributed to normal wear and tear. The autopulse platform was manufactured in 2013 and is more than seven years old, past the expected service life of 5 years. Upon visual inspection, noticed damage to the top cover, bottom enclosure, front enclosure, and battery lock. Based on the service team's photo, saw broken parts near the screw well area of the bottom enclosure, a crack on the screw well region of the front enclosure, one end of the head restraint on the top cover was cut, and a bent battery lock. The observed physical damages appear to be the characteristics of the harsh impact caused by mishandling. The damaged covers and the battery lock were replaced to address the observed physical damage. Based on the archive, the observed system error during the initial functional testing was user advisory (ua) 136 (internal parameter corrupted). The processor board was replaced to address the observed system error. The archive data showed the occurrence of fault code 28 (loss of clutch connectivity) and fault code 29 (loss of brake connectivity). Upon further functional testing, the fault codes' root cause was found to be due to a loose ground connector on the drive train. The ground connector was tightened to address the observed fault codes. Upon further testing, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the clutch rotor's surface likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate needs to be deburred to remedy the problem. During service, noticed damage to the load plate cover, likely caused by mishandling. The load plate cover was replaced. Also replaced gearbox gasket and front clutch gasket due to normal wear and tear. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During an investigation on 01/23/2021, the autopulse platform (sn (B)(4)) failed functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on. No patient involvement.